Manufacturer narrative:
Complaint allegation was not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The reported failure is most likely due to a user error, following the correct surgical technique for the device.

Event description:
On (B)(6)2023, it was reported by a sales representative via sems that an abs-10020 angel unit struggles to pull up the blood or bma from the whole blood in the bag and then the alarm goes off. The case was completed, they hit the process button as much as needed and it eventually gets the blood pulled up, but it really seems to struggle during the process. There was no additional information provided, additional information has been requested.

Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.